Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The field service representative (fsr) (55-year-old male) reported a splash to the face from the architect i1000sr analyzer. The customer observed a drop hanging from the probe, which could not be resolved by wiping the drop off the probe. During troubleshooting the fsr removed tubing which caused a splash to the face and eyes. The fsr was wearing glasses. The fsr washed his face and flushed his eyes, but no other medical treatment was obtained. No further impact on patient management or user safety was reported.

Manufacturer narrative:
A field service representative (fsr) reported a splash to the face while removing the architect probe tubing (06l04-02) from the architect i1000sr processing module serial number (B)(6). The fsr was wearing prescription glasses at the time not protective eyewear. The fsr washed his face and flushed his eyes. Return testing was not completed as returns were not available. An instrument service history search revealed no additional tickets related to the current issue. No contributing factors on or around the date of the complaint were found. There have been no subsequent contacts regarding splashing occurrence since the reported incident. A review of complaint and trending data for the architect i1000sr processing module did not identify any similar issues for splashing as described in this complaint. Additionally review of complaint and trending data associated with the arc probe tubing (06l04-02) did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i1000sr processing module for serial (B)(6) or the arc probe tubing was identified.

Event description:
The field service representative (fsr) (55-year-old male) reported a splash to the face from the architect i1000sr analyzer. The customer observed a drop hanging from the probe, which could not be resolved by wiping the drop off the probe. During troubleshooting the fsr removed tubing which caused a splash to the face and eyes. The fsr was wearing glasses. The fsr washed his face and flushed his eyes, but no other medical treatment was obtained. No further impact on patient management or user safety was reported.